Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this aortic valve was explanted after one (1) year due to unknown reasons. This was replaced with a 21mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the site indicate the patient expired after an unknown duration. The reason for death was not provided. No information was provided to edwards that alleges the device contributed to the patient's death.

Manufacturer narrative:
Additional manufacturer narrative: valve dehiscence may occur early or late. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis.

Event description:
Additional information received from the site indicates the reason for explant was due to prosthetic valve dehiscence. No additional details provided.